Event description:
The customer contact reported the pt received less medication than intended. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the tubing set for weight based piggyback delivery of decitabine 6.6mg/100ml. No further programming parameters were provided. It was reported that after the secondary delivery was complete, the pump alarmed for air in line; however, the nurse expected the pump to alarm for proximal occlusion. It was reported that the ball in the drip chamber of the tubing set was expected to cause the pump to alarm for proximal occlusion after the volume of secondary medication was delivered. The customer contact reported that the nurse noted a column of air had reached the cassette and that 7-10ml of medication remained in the tubing distal to the cassette of the tubing set. It was reported that the air in the tubing set prevented flushing of the remaining 7-10ml of decitabine with normal saline to the pt. The tubing set was discarded according to the user facility's policy. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.